Event description:
It was reported the trunk-ipsi & contra leg devices were deployed successfully. However, final angio revealed that the aneurysm was not excluded. The technical sales associate recommended an aortic extender but the clinician declined stated that the use of an extender might cover the renals. The clinician decided to convert the pt to an open procedure. The clinician had no issues with the gore device(s) but due to anatomical considerations of the pt, decided to convert.